Event description:
It was reported that during use with the bd veritor¿ system for rapid detection of flu a+b clia-waved kit, a false positive result was obtained. There was also a scratch on the cartridge in the reaction window. There was no report of patient impact.

Event description:
It was reported that during use with the bd veritor¿ system for rapid detection of flu a+b clia-waved kit, a false positive result was obtained. There was also a scratch on the cartridge in the reaction window. There was no report of patient impact.

Manufacturer narrative:
G5. Multiple 510(k): k112277, k132259, k132692, k151291, k152870, k160161. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.